Event description:
It was reported that an ambulance was involved in a roll-over accident. The pt suffered a nickel size bruise on the elbow and remained restrained in the cot. The emt suffered a broken rib and the driver strained a muscle in his back, both requiring medical intervention.

Manufacturer narrative:
Units in an accident are taken out of service and will be replaced.